Event description:
About 9:30 pm, an MRI conditional wheelchair was brought into zone IV. However, there was a modular IV pole that was not MRI conditional, causing the wheel chair to move and be magnetically attracted to the magnet bore. No one was in the wheel chair at the time. No one was injured. The wheel chair and IV pole were successfully removed from zone IV without further incident. FDA safety report ID# (B)(4).